Manufacturer narrative:
This device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
On november 9, pentax engineers came to the hospital for maintenance and found that the angle knob was defective, which could not meet the observation requirements of the department and image diagnosis. This event occurred at the time of during inspenction. There was no report of patient harm.

Manufacturer narrative:
We couldn't investigate because the device was not returned. If additional information becomes available, a supplemental report will be filed with the new information.